Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The h6 "component code" and h6 "medical device problem code" were updated to include the reportable malfunction of "peeling off coating on insertion section." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, fluid invaded the scope connector while the user was handling it. As a result, an abnormality occurred in the electronic components resulting in the no image event. The "peeling off coating on insertion section" was likely due to physical stress. The "no image" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The "peeling off coating on insertion section" event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image (unrestorable). The issue was found during reprocessing for a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was no image plugged into the processor and evidence of fluid invasion. The additional evaluation findings are as follows: there was corrosion and a cut on the charged coupled device shrink, the insertion tube had excessive peeling, there was corrosion on the control body after the aeration process, there was corrosion on the scope connector after the aeration process, the electric connector had corrosion after the aeration process, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.